Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 2152, 4619, and 4621.

Manufacturer narrative:
A supplemental MDR to follow upon availability to enter component (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device was inserted into the rv lead to provide traction to aid in the lead's extraction. In addition, a spectranetics 16f glidelight laser sheath was used in the procedure, as well. While the physician was working to remove the rv lead, the patient's blood pressure dropped slightly when applying traction to the rv lead, and when the glidelight device's distal tip was present in the right atrium/right ventricle. The patient was treated with medication, and the extraction continued, with the rv lead being successfully removed. Transesophageal echocardiography was being used throughout the procedure, and a trivial effusion was noted after the lead's removal. The patient's blood pressure stabilized momentarily but then began to drop more rapidly. The heart borders also started to show slowed movement. After approximately 1-2 minutes, the effusion grew. Rescue efforts began, including rescue balloon. The cardiothoracic surgeon (CT surgeon) and team performed a sternotomy and had access to the injury within approximately two minutes. A tear, approximately the width of 2 fingers, was found in the innominate/superior vena cava (svc) junction. The tear was partially within the pericardium and partially above, so there was bleeding into the chest and into the pericardium. The patient was placed on pump, and the tear was successfully repaired within 30 minutes. The patient was able to be extubated and was reported to be stable. There was no alleged malfunction of any spectranetics device in use during the procedure.